Event description:
It was reported via repair work order that the side rail could become unlatched during use due to a missing compression spring. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could become unlatched during use due to a missing compression spring. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the compression spring for the customer.